Event description:
Rptr alleged the customer had very slurred speech before passing out and she obtained a result of 246 mg/dl on the advantage sys. Rptr stated that within 10 mins of that result, the emts arrived and obtained a 39 mg/dl on their system. Rptr stated that they treated the customer with an IV and a peanut butter sandwich once he was coherent, then took the customer to the hosp where blood work was done. Rptr also stated that the strips the customer is using were stored outside of their original vial which labeling advised against. No other actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement product was sent.